Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit, damage or deformation of the connector, movable l-range sliding error that occurred in the zoom scope, blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found that due to damage to the charge coupled device (ccd) unit, the specified resolving power was not obtained (low resolution), and there were black dots in the image. The bending cover (a-rubber) was cut and leaking. The adhesive on the a-rubber was cracked and worn. The control unit was dirty, deformed, had scratches, and was leaking. The up/down control knob was deformed, leaking, and did not move smoothly. The right/left control knob did not move smoothly due to deformation. The bending angles in the up, down, left, right, directions did not meet specifications due to wear of the angle wires. The play of the up/down control knob and right/left control knob did not meet specifications due to wear of the angle wires. Switches 1, 2, 3, and 4, did not work due to corrosion. Switch 3 was scratched. The control section, grip, and scope cover had corrosion due to fluid ingress. The markings on the control section were worn. Due to the nozzle damage from being dropped, the water removal ability did not meet specifications. The objective lens was scratched and the light guide lens was dirty. The light guide bundle was broken. The distal end cover was deformed. The connecting tube coating was peeling and wrinkled. The image guide protector was cut. The scope cover had discoloration. The universal cord was scratched, sticky, and had discoloration. The scope connector was scratched. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that before an unspecified procedure, the technician prepared the subject device (scope) and found the angulation was reduced and there was a leak coming from the angulation knob. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.